Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a ruptured patella tendon. Patella was left in place all other implants were removed.

Manufacturer narrative:
The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. It was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.